Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the hospital for an acute drop in her hemoglobin (hgb) from 10 g/dl to 7.2 g/dl. The customer site was concerned about potential gastrointestinal (gi) bleeding. The patient reported that she had melena and black tarry stools for the past week. The patient has also been experiencing fatigue, weakness, and near syncope. The patient denies having had fever, chills, worsening driveline exit site drainage, or left ventricular assist device (lvad) alarms. The patient underwent a push enteroscopy on (B)(6) 2021, which revealed a single non-bleeding angioectasia in the duodenum. The patient was treated with argon plasma coagulation (apc). There were two bleeding angioectasias in the jejunum, which were treated with apc. The patient received one unit of packed red blood cells (prbc). The event resolved without sequelae.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.